Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal set up joint (suj) to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the system faulted with errors: 23103 and 23105. The customer restarted the system without any change. Then, the staff disabled the universal surgical manipulator 4 (usm) to finish surgery. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The set up joint (suj) was returned and evaluated by the failure analysis team on 04/24/2024. The unit was returned for failure analysis due to error 23013 and 2310. The error was confirmed in the field via logs, and the errors were replicated in house. The unit failed wrist brake test and had a damaged sfl circuit board. Follow-up with the customer confirmed the system was able to start up without errors. The customer experienced the errors approximately 1 hour after the start of the procedure. The surgeon made the decision to convert the procedure to another system in a different operating room and confirmed the procedure completed with 4 arms.

Event description:
Refer to h10/h11 for follow-up information.